Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report active bleeding at sensor insertion site that occurred on (B)(6) 2015, resulting in a hematoma. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the active bleeding lasted approximately 5 minutes, and stated that the cannula from sensor insertion was the cause of the bleeding. Patient was initially seen by her physician for the reported event on (B)(6) 2015. Physician did not perform treatment and did not prescribe medications. Physician recommended that the patient keep the area clean. Patient was seen by her endocrinologist on (B)(6) 2015 as a follow up for the reported event. Patient did not require medical treatment at this visit. Patient reported that the hematoma is healing and reported current condition as otherwise "fine". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Manufacturer narrative:
(B)(4).